Manufacturer narrative:
(B)(4). The investigation was completed on 08/18/2014. Return and retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(4) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.00 on (B)(6) year old male patient. The patient was admitted at 09:13 and I-stat test performed at 09:17. There was no additional patient information available at the time of this report. I-stat troponin results: (B)(6) 2014 @ 09:17 = 0.00. Beckman coulter results: (B)(6) 2014 @ 11:15 troponin=25.49, ck-mb=120.3; (B)(4) 2014 @ 15:05 troponin=>75.00, ck-mb=241.8; (B)(6) 2014 @ 21:00 troponin=>75.00, ck-mb=178.7; (B)(6) 2014 @ 03:55 troponin=52.23, ck-mb=110.4. Although the customer did not report an injury with this event the customer did state that the I-stat result delayed the catheterization procedure which was later performed on the patient. Based on the information provided, apoc suspects that the sole I-stat result (0.00) was tested early in the patient's event. Testing performed on the lab instrument two hours later indicates a rise in the patient's troponin level and subsequent tests confirmed further increase. The investigation is underway.

Manufacturer narrative:
(B)(4).